Event description:
After giving a shot, went to close the safety on the needle and the needle came off of syringe and fell on the floor. When picked up, the safety was not fully closed. The needle safety was closed carefully while still on the floor.